Event description:
On (B)(6)2010, an (B)(6) male, pt, underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. Large amount of blood leakage had been observed and it seemed to be stopped by closing the captor valve after removing the grey positioner after deploying the left iliac leg graft. But blood began to leak from the gaps of captor valve assembly. It was managed to stop by insertion of an 8fr long sheath (1820334-2010-00428). The physician completed the procedure without placing any iliac leg graft in the right iliac artery because there was not enough length to avoid covering the bifurcation of the internal iliac artery. The pt was doing fine. On (B)(6)2010, the pt complained of leg pain, and the physician confirmed the main body right limb was completely occluded. A stent was placed after dilation of the occluded site urgently. The pt is doing fine.

Manufacturer narrative:
Occlusion is labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the need of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides recommendations for proper selection of graft size based on pts specific vessel diameter. Additionally, indications for use are that iliac leg stent graft assemblies shall be used in conjunction with zenith main bodies and for treatment of abdominal aortic or aorto-iliac aneurysms. The IFU also states that the iliac artery distal fixation site shall be, "...greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall)". The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. The physician commented: "the terminal aorta area was slightly narrow. I think it was difficult to maintain stent patency due to no iliac leg graft compared to the left side". Additionally, the device was used outside the indications for use in multiple ways, it appears the access vessel did not provide adequate fixation length and that two iliac leg grafts were not used in conjunction with the main body graft. We will continue to monitor for similar complaints.